Manufacturer narrative:
One device was received for evaluation. Visual inspection found the top case to be cracked, and a damaged plunger tube. No evidence was found in the device¿s event history log. Functional testing was performed. Upon review, the reported problem was confirmed. It was determined that the root cause was due to customer damage. The plunger case seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.

Event description:
It was reported that the device's o-ring on syringe holder was observed to be stretched out. No adverse patient effects were reported by the customer.